Event description:
It was reported that this integrated programmer showed a display touch anomaly, the device screen right side margin was unresponsive. This product was restarted, but the issue remained. Subsequently, this integrated programmer was replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that a screen display error code had been recorded, that was not able to be replicated during the analysis. The programmer did not pass either the baseline or functional evaluations, anomalies were detected with touch on the right side of the screen during the evaluation. The programmer was subsequently disassembled to isolate the defective components in the touchscreen assembly. After the lcd touchscreen was exchanged with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen caused the observed touchscreen failure. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.